Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced infection at the ipg and lead sites. As a result, the patient was hospitalized and surgical intervention was undertaken wherein the system was explanted. The patient was discharged and prescribed antibiotics.